Manufacturer narrative:
(B)(4).

Event description:
It was reported that as the surgeon was inserting a (B)(4) collamer plate lens, the lens got caught on the injector and only half of it was inserted into the eye. The other half remained on the tip of the injector. The lens was removed w/o any patient injury. An in-service was performed and the problem was resolved. The reporter stated the incident was due to a tech error.